Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that a shaft break occurred. During introduction of the 32 x 3.00 promus premier drug-eluting stent on the 0.014 guidewire, a shaft break occurred. There were no patient complications nor injuries reported.